Manufacturer narrative:
H10: the lot number for the reported malfunctions were provided, therefore, a lot history review were performed. The samples were not returned to the manufacturer for inspection/evaluation. No photos were provided for evaluation. Therefore, the investigation inconclusive for the reported lack of visibility. Based upon the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H10: g3, h6 (method). H11: d1, d4(product catalog no), b5, g1, h6(device). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes fifteen malfunctions. A review of the reported information indicates that model nnu8lptchronic catheters allegedly experienced lack of visibility. The information was received from one source. The malfunctions involved patients with no reported consequences. Patient's age, weight and gender were not provided.

Manufacturer narrative:
The lot number was provided for the reported malfunction; therefore, a lot history review is currently being performed. The sample was not returned to the manufacturer for inspection/evaluation. No photos were provided for evaluation. Therefore, the investigation of the reported illegible information is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. The catalog number identified has not been cleared in the us, but is similar to the 6f navarre® universal drainage catheters with nitinol products that are cleared in the us. The pro code for the 6f navarre® universal drainage catheters with nitinol products is identified.

Event description:
This report summarizes fifteen malfunctions. A review of the reported information indicates that model nnu6j chronic catheters allegedly experienced illegible information. The information was received from one source. One patient was involved with no reported patient injury. Patient's age, weight and gender were not provided.